Event description:
While assisting the customer with programming their insulin pump the device alarmed motor error. The customer's blood glucose was 184 mg/dl. At the time the customer was trying to prime the device. The device was not exposed to a strong magnetic field or MRI. The customer is not using the sensor feature. They are able to rewind the device. The customer stated that they were putting the reservoir at an angle and the device alarmed motor error. The customer stated that they do not want to replace the device since they will be getting a new insulin pump soon. They declined replacement. The discontinuation of the device was advised and the customer still declined. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.